Manufacturer narrative:
(B)(4).

Event description:
Procedure type: bilateral tep. According to the reporter: the dissector fell apart after balloon deployed. It came apart in multiple pieces including balloon. No pt injury was reported. No additional information at this time.